Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was presented to the hospital due to shortness of breath and pulmonary embolism was observed via a pulmonary ventilation/perfusion scan. Patient started back on prescribed medication and symptoms have improved. Device remains implanted. Patient was discharged.